Manufacturer narrative:
Investigation included user education and troubleshooting. Investigation of this case revealed the cause of the hyperglycemia was unclear. It was concluded that no device malfunction was identified and that user behavior related to an unannounced meal could have contributed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet, with fingerstick glucose of 237 mg/dl and sensor glucose of 231 mg/dl, after the user did not announce a meal. Symptoms included high blood glucose. Outcomes included no request for additional follow up from the user.